Event description:
The pt started showing signs and symptoms of an infection approx 1 - 1.5 weeks post op pump implant. The reported symptoms were fever, drainage and incisional wound opening. The pt did not have any drug withdrawal. The location of the infection was unknown. Cultures were obtained; date and results not reported. The system was explanted. The medication being delivered via the device system was lioresal. The pt outcome was reported as "infection resolved".